Event description:
The patient reported that the first v-go 20 applied on (B)(6) after about 3 hours, the v-go fell off of his upper abdomen. The patient stated that at first, he could feel the needle when he was sitting down and later found out that the v-go fell off without him knowing.